Event description:
A customer contacted physio-control to report that their device would not recognize its therapy cable when connected. Additionally, it was also reported that the customer was unable to power off the device. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was scrapped per the customer's request. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the customer reported issues. It was observed that the device resets upon pressing the on/off button or connecting the power supply to the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize its therapy cable when connected. Additionally, it was also reported that the customer was unable to power off the device. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.